Event description:
A malfunction was reported on the pump, but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the device. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump. They were also instructed to load a new cartridge independently and to contact support again if the malfunction code appeared once more, which the customer acknowledged and understood.